Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and detachment occurred. The target lesion was located in a dialysis fistula of the arm. A 6 french super sheath was placed and the ultra-thin balloon dilatation catheter was advanced to the lesion over a non bsc guide wire. The balloon was inflated to greater than 20 atmospheres two times. Upon the second inflation, the balloon ruptured. When the physician pulled the balloon back, he noted balloon material remained in the vessel. He proceeded with snaring, but was unsure if all of the balloon material was retrieved. Fluoroscopy did not reveal any remaining material in the vessel. The device was exchanged for a non bsc balloon catheter to complete the procedure. It was noted that at the end of the procedure, the non bsc guide wire broke. The 6 french super sheath was exchanged for an 8 french non bsc sheath in order to facilitate removal of the non bsc broken wire. The wire was retrieved successfully. There were no additional patient complications reported and the patient's condition is reported as fine.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.